Event description:
It was reported that a nail and connecting bolt was removed on an unknown date due to non-union. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.